Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047 - 2020 - 07648. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) but returned to olympus repair center for evaluation. Olympus evaluated the device. However, olympus could not reproduce the reported phenomenon. Olympus lent the loner product for the user facility. The reported phenomenon did not occur with the loner product. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user reported that the endoscopic image became red. The user completed the intended procedure using the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.